Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including hours of stress testing without duplicating the report. Internal inspection found no disrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. The unknown error message was identified during our investigation and does not meet the requirements for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down, displayed unknown error messages and delayed upon power up. Complainant indicated that there was no patient involvement in the reported malfunction.